Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device overheating, burning all the water, too hot to touch, table was hot with heater cut off. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: dust-like contamination in the iso port. Potential mineral deposit stains on the pca (printed circuit assembly) along with burn marks throughout the top side of the pca, indicating potential water ingress. Resistor r248 fell from the bottom of the pca and onto the top of the blower box. Most likely, the resistor and its solder joints became so hot that it melted the solder, and the resistor came loose and fell onto the top of the blower box and melted into the plastic. Ui (user interface) flex cable pins and the j4 socket had potential mineral deposit contamination on them. White dust-like contamination and tiny unknown black fiber-like contamination at the air input of the blower box. Heater plate spring had 2 potential thermal stains possibly caused by the heater plate overheating. Although, there are no epoxy scuff marks, it is suspected that the heater plate overheated. The 2 main issues with this device are: potential water ingress on the pca. Potential heater plate overheats due to vender workmanship.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.